Event description:
When removing the 4:1 cutting block from bone once the cuts were made, one of the pegs was left in the pt.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.